Event description:
Customer reports father received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31544b, reader sn (B)(6). Repeat cue covid-19 tests performed on (B)(6) 2024 and (B)(6) 2024 provided negative results. Individual tested negative on (B)(6) 2024 with a metrix covid-19 test. Customer did not state whether the individual was experiencing symptoms. Cartridges were stored within the validated temperature range. Customer also states individual continued to test negative on cue and metrix covid-19 tests every 12-24 hours for nearly a week after receiving the suspected false positive result on (B)(6) 2024 (frequency and exact dates of testing not provided).

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.